Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and a lead position check failure were noted on the right atrial (ra) lead. It was also reported that premature battery depletion was observed on the implantable pulse generator (ipg). The ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.